Manufacturer narrative:
The returned product was evaluated and performed as designed. No kink was observed in the cannula. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose and inuslin history. Upon removal he noticed the cannula was no longer inserted into his skin and it was also kinked.